Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the sutures keep breaking. It is unknown if this was during or prior to any procedure. There were no patient consequences reported and it is unknown how the case was completed. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Evaluation summary: an unopened representative sample was returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were observed. In addition, the sample was tested by tensile strength and the result is above the minimum individual strength requirements. According to the sample condition, no suture breakage was observed and the sample tested met the finished good requirements.